Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 8am. The cca was advised the patient manages her diabetes with glipizide pills (5 mg 2x daily) and metformin pills (500 mg 2x daily). It is not known what action the patient took at the time of the alleged issue. At 6am that same morning, prior to the alleged issue, the patient claimed she felt low blood glucose symptoms of shaky, sweating profusely and light headed. By 9am, the patient visited her urgent care/ clinic and obtained a blood glucose result of "49 mg/dl" with the doctor/ clinic meter. The patient was given glucose tablet/ glucose gel as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca walked the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.